Manufacturer narrative:
No patient information provided by the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after installing ver. 2.30 software the touchscreen was unresponsive. There was no patient involvement.